Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support (cts) and the customer is using humalog u 200 and changing the infusion set every 5-6 days. Cts informed the customer that humalog u 200 and changing the infusion set every 5-6 days is off label per the tandem user guide. Customer resumed insulin delivery. Customer's blood glucose was 226 mg/dl at time of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.